Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold, likely caused by minute device mobility, was determined to have led to device failure over time. It seems that the reported impact caused a weakening of the active electrode's fixation leading to mobilisation of it. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user_s hearing performance declined after a head trauma in (B)(6) 2015. The patient was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance declined after a head trauma in (B)(6) 2015. The patient was re-implanted on (B)(6) 2017.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation has taken place; however, despite requested the device has not been received back for investigation yet.

Event description:
The user_s hearing performance declined after a head trauma in (B)(6) 2015. The user was re-implanted.